Event description:
Customer reported the sys is displaying a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the battery pack. Sys operates as intended.